Event description:
Customer reported "error 17 - charge battery". One pump was received for evaluation. The pump had reported problem error 17, water damaged power supply board, missing power cord and membrane worn out. The power supply board, battery, power cord, and membrane were replaced. After repair, the device was found to meet specification.

Event description:
Customer reported "error 17 - charge battery".